Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011: the patient presented with a history of a large l5-1 disk herniation. Patient had protracted and increasing back and leg symptoms associated with high-grade resorption and collapse of the disk space. Patient had failed extensive measures. Pre-op diagnoses: advanced collapse l5-1 disk; discogenic low back pain; lumbar radiculopathy. Patient underwent following procedures: complete en bloc diskectomy l5-1 anterior; anterior interbody fusion l5-1; insertion intervertebral implant synthes pvr 13 mm; anterior cervical instrumentation, lumbar instrumentation; synthes integra; somatosensory evoked potentials and electromyogram monitoring. Per op notes, patient was connected for ssep emg monitor. C-arm was used to confirm level position in the lumbar spine. Excellent disk space distraction and mobilization was accomplished followed by the use of various trials and subsequent placement of a bmp filled pvr spacer 13 mm with the distraction insertion instrumentation. Followed by confirmation on ap and lateral c-arm views, once this was accomplished additional bmp-2 sponges were placed anterior and superior and inferior to the implant. No complications reported.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2010: the patient presented for MRI. Findings: large acute disc herniation on the left l5-s1. On (B)(6) 2011 : the patient presented with the following preoperative diagnoses: advanced collapse l5-s1; discogenic low back pain; lumbar radiculopathy. The patient underwent the following procedures: complete anterior discectomy l5-s1; anterior interbody fusion l5-s1; insertion intervertebral implant; anterior cervical instrumentation, lumbar instrumentation ; somatosensory evoked potentials and electromyogram monitoring. Per the op notes, the spacer was filled with rhbmp-2/acs. On (B)(6) 2011: the patient was discharged home. It was noted the patient had an abnormal urinalysis preoperatively.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.